Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, ovarian cyst, hypertension and flank pain. Concomitant products included paracetamol (acetaminophen) since 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression,"), anxiety ("mental anguish"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (dilation and curettage, and later on an ablation due to complications). Essure treatment was ongoing at the time of the report. At the time of the report, the dysfunctional uterine bleeding, depression, anxiety, pelvic pain, back pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, back pain, depression, dysfunctional uterine bleeding, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (B)(6) 2016 pathology final report diagnosis : endometrial curettings : - polypoid fragments of atrophic endometrial glands with marked pseudodecidualized stroma , suggestive of exogenous hormone effect - acute endometritis and infarct type necrosis present. Clinical history: abnormal uterine bleeding with thickened endometrium, dysfunctional uterine bleeding. Specimen(s): endometrial curettings gross description: received in formalin is an aggregate of tan-pink irregular soft tissue fragments measuring 7.2 x 3.1 x 0.4 cm. Most recent follow-up information incorporated above includes: on 13-jul-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, pain, lower back pain were added.new reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 39-year-old female patient who had essure (batch no. 789037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, ovarian cyst, hypertension, flank pain, obesity, herniated disc, hyperlipidemia and hypothyroidism. Concomitant products included ferrous sulfate, levothyroxine sodium (synthroid), lisinopril, loratadine, pseudoephedrine sulfate (claritin-d allergy), paracetamol (acetaminophen) since 2010 and vitamin d nos (vitamin d). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression,"), anxiety ("mental anguish"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). On (B)(6) 2017, the patient experienced iron deficiency anaemia ("iron deficiency anemia"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (dilation and curettage, and later on an ablation due to complications). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, depression, anxiety, pelvic pain, back pain, menorrhagia, vaginal haemorrhage, weight increased and iron deficiency anaemia outcome was unknown. The reporter considered anxiety, back pain, depression, dysfunctional uterine bleeding, iron deficiency anaemia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure noted in insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. (B)(6) 2016 pathology final report diagnosis : endometrial curettings : polypoid fragments of atrophic endometrial glands with marked pseudodecidualized stroma , suggestive of exogenous hormone effect acute endometritis and infarct type necrosis present. Clinical history: abnormal uterine bleeding with thickened endometrium, dysfunctional uterine bleeding. Specimen(s): endometrial curettings gross description: received in formalin is an aggregate of tan-pink irregular soft tissue fragments measuring 7.2 x 3.1 x 0.4 cm. Concerning the injuries reported in this case, the following one was described in patient¿s medical record; dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2019: pfs received. Events:blood or heart disorder/condition type: iron deficiency anemia were added. Concomitant drugs, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 39-year-old female patient who had essure (batch no. 789037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, ovarian cyst, hypertension, flank pain and obesity. Concomitant products included paracetamol (acetaminophen) since 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression,"), anxiety ("mental anguish"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced weight increased ("weight gain/ loss (specify which one): weight gain"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (dilation and curettage, and later on an ablation due to complications). Essure treatment was ongoing at the time of the report. At the time of the report, the dysfunctional uterine bleeding, depression, anxiety, pelvic pain, back pain, menorrhagia, vaginal haemorrhage and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dysfunctional uterine bleeding, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure noted in insertion date (B)(6) 2011 & (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. (B)(6) 2016 pathology final report diagnosis : endometrial curettings : polypoid fragments of atrophic endometrial glands with marked pseudodecidualized stroma , suggestive of exogenous hormone effect. Acute endometritis and infarct type necrosis present. Clinical history: abnormal uterine bleeding with thickened endometrium, dysfunctional uterine bleeding. Specimen(s): endometrial curettings gross description: received in formalin is an aggregate of tan-pink irregular soft tissue fragments measuring 7.2 x 3.1 x 0.4 cm. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record; dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 39-year-old female patient who had essure (batch no. 789037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, ovarian cyst, hypertension, flank pain and obesity. Concomitant products included paracetamol (acetaminophen) since 2010. In (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression,"), anxiety ("mental anguish"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2011, the patient experienced weight increased ("weight gain/ loss (specify which one): weight gain"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (dilation and curettage, and later on an ablation due to complications). Essure treatment was ongoing at the time of the report. At the time of the report, the dysfunctional uterine bleeding, depression, anxiety, pelvic pain, back pain, menorrhagia, vaginal haemorrhage and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dysfunctional uterine bleeding, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure noted in insertion date (B)(6)2011 & nov-2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion (B)(6) 2016 pathology final report diagnosis : endometrial curettings : - polypoid fragments of atrophic endometrial glands with marked pseudodecidualized stroma , suggestive of exogenous hormone effect - acute endometritis and infarct type necrosis present. Clinical history: abnormal uterine bleeding with thickened endometrium, dysfunctional uterine bleeding. Specimen(s): endometrial curettings gross description: received in formalin is an aggregate of tan-pink irregular soft tissue fragments measuring 7.2 x 3.1 x 0.4 cm. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record; dysfunctional uterine bleeding most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Lot number.event weight gain was added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abnormal uterine bleeding ('dysfunctional uterine bleeding') in a 39-year-old female patient who had essure (batch no. 789037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abnormal uterine bleeding, ovarian cyst, hypertension, flank pain, obesity, herniated disc, hyperlipidemia and hypothyroidism. Concomitant products included ferrous sulfate, levothyroxine sodium (synthroid), lisinopril, loratadine, pseudoephedrine sulfate (claritin-d allergy), paracetamol (acetaminophen) since 2010 and vitamin d nos (vitamin d). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression,"), anxiety ("mental anguish"), heavy menstrual bleeding ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). On (B)(6) 2017, the patient experienced iron deficiency anaemia ("iron deficiency anemia"). On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and left oophorectomy. And dilation and curettage, and later on an ablation due to complications). Essure was removed. At the time of the report, the pelvic pain, abnormal uterine bleeding, depression, anxiety, back pain, heavy menstrual bleeding, vaginal haemorrhage, weight increased and iron deficiency anaemia outcome was unknown. The reporter considered abnormal uterine bleeding, anxiety, back pain, depression, heavy menstrual bleeding, iron deficiency anaemia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure noted in insertion date 07-jan-2011, 01jan2011 & nov-2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: acute endometritis and infarct type necrosis present.. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record; dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 6-jul-2021: medical record received : reporter information and event removal surgery name were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abnormal uterine bleeding ('dysfunctional uterine bleeding') in a 39-year-old female patient who had essure (batch no. 789037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abnormal uterine bleeding, ovarian cyst, hypertension, flank pain, obesity, herniated disc, hyperlipidemia and hypothyroidism. Concomitant products included ferrous sulfate, levothyroxine sodium (synthroid), lisinopril, loratadine, pseudoephedrine sulfate (claritin-d allergy), paracetamol (acetaminophen) since 2010 and vitamin d nos (vitamin d). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression,"), anxiety ("mental anguish"), heavy menstrual bleeding ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). On (B)(6) 2017, the patient experienced iron deficiency anaemia ("iron deficiency anemia"). On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and left oophorectomy. And dilation and curettage, and later on an ablation due to complications). Essure was removed. At the time of the report, the pelvic pain, abnormal uterine bleeding, depression, anxiety, back pain, heavy menstrual bleeding, vaginal haemorrhage, weight increased and iron deficiency anaemia outcome was unknown. The reporter considered abnormal uterine bleeding, anxiety, back pain, depression, heavy menstrual bleeding, iron deficiency anaemia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure noted in insertion date (B)(6) 2011 & (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: acute endometritis and infarct type necrosis present. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record; dysfunctional uterine bleeding. Lot number: 789037 manufacturing date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure inserted for female sterilization. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilation and curettage, and later on an ablation due to complications). At the time of the report, the dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.